Event description:
It was reported that during the implant attempt, once the lead passed through the sheath, it was difficult to position the lead and there was possible tension on the proximal coil. The sheath could not be removed without the lead. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned and no anomalies were found. However, the helix was distorted/bent. There was blood in/on the helix mechanism. Damage to the guidetooth was also noted. The analyst also noted that the helix was damaged by the technician during analysis.